Event description:
It was reported that a patient's battery was damaged during an mr scan of the lumbar spine. It was reported that this happened "a while ago". There was no further information known, but the reporter believed that this event had been reported. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).